Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 34 mg/dl at the time of the incident. The customer experienced symptoms such as a diabetic coma. The customer was wearing the insulin pump during the incident. The customer stated that their pump buttons seemed to be sticking. Troubleshooting was not completed as the customer declined. The customer's second hospitalization was due to high blood glucose of about 400 mg/dl on (B)(6) 2018. The insulin pump will be returned for analysis.